Manufacturer narrative:
(B)(4).

Event description:
During a generator change out case, the surgeon was dissecting around the pocket with the plasmablade device and the patient¿s heart went into ventricular tachycardia on the ECG monitor. When the surgeon deactivated the device the patient went back into sinus rhythm. No other interventions were needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.